Manufacturer narrative:
Reliability analysis inspected 3 random sealed reservoirs and performed the pre fill on all reservoirs per (B)(4) section 1 to 8. The reservoirs passed per inspection and there was no air bubbles anomaly found during analysis. The o-ring was checked for defects and there were none present. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call high blood glucose and air bubbles anomaly. Customer's blood glucose level was 400 mg/dl. Customer advised the air bubbles were erratic and the size of champagne bubbles which were accumulating. Customer was advised to discontinue use of the reservoir and revert to a backup plan. Customer was advised that the reservoir would be replaced and agreed to return the product for analysis.